Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer stated they had a meter and it reads 100 point higher than the contour. Tested both and they seem fine. Customer went to hospital for regular testing, blood glucose was 103 mg/dl and next link was 83 mg/dl. Customer's blood glucose was 431 mg/dl.